Event description:
As reported through the (B)(6) study, at the two year follow-up the echocardiogram showed moderate to severe aortic regurgitation.

Manufacturer narrative:
Medical records for this patient and event are pending receipt. Investigation of this event is ongoing.

Manufacturer narrative:
The following were updated in this report: other relevant history, device lot number. Per the medical records received for this patient, the (B)(6) 2012 echo results showed mild left ventricular enlargement with an ejection fraction of 66%. There was increased aortic valve regurgitation compared to previous echo results of (B)(6) 2012. The prosthetic regurgitation is now moderate to severe with some trivial peri-prosthetic regurgitation. The gradient across the valve was 31 mmhg,right sided pressure was 41 mmhg with moderate mitral valve regurgitation, and there was trivial pulmonary and tricuspid valve regurgitation. Chest x-ray results showed some cardiomegaly and bibasilar fibrosis but no evidence of any congestive heart failure-type findings. Electrocardiogram showed sinus rhythm with a left anterior fascicular block. The patient's options were discussed amongst the treating physicians: per report, the patient's ventricular size is still in acceptable range and is not getting significantly larger, and her existing symptoms are considered chronic. The recommendation was to monitor the aortic and prosthetic valve regurgitation with medical management and observation. In addition, the patient is not interested in having any other procedures done at this point. The patient's cardiac status and echo results will be followed every six months. This patient underwent successful transapical implantation of a 23 mm edwards sapien transcatheter heart valve as part of the (B)(4) clinical study. The valve was implanted in the correct location within the native aortic valve, in a correct sub-coronary position, and remained implanted in the correct position. Per the clinical trial database, the native valve and aorta were calcified and post valve deployment, there was timi iii flow, and the total aortic insufficiency was +1 (trace). There were no complications during the index procedure. The device history record (DHR) review for the effected valve was performed and all manufacturers' specifications were met prior to release for distribution. Aortic insufficiency (ai) and paravalvular leak are known potential complications associated with the transaortic valve replacement (tavr) procedure. Malpositioning of the sapien valve has the potential to contribute to suboptimal coaptation of the sapien valve leaflets which can cause central aortic insufficiency. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Many cases are mild to moderate (< 3+), and either resolve over time or do not cause symptoms. Physicians are extensively trained be edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the exact cause for the reported event cannot be confirmed and imaging is not available. There were no complication during the index procedure and the worsening in aortic insufficiency was diagnosed approximately 22 months post tavr. It is possible this event is a result of the progression of this patient's pre-existing heart disease. The tee results related to this event describe valve moderate-severe regurgitation but do not point to a specific cause or device malfunction. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.